Event description:
Simultaneous flow from an access set was reported. There was patient involvement, however, patient consequence is unknown. There is no additional information.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review could not be conducted as the device was not returned. Should additional relevant information become available, a supplemental report will be submitted.